Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a procedure, the device operator connected a reload to a powered handle and it did not fire. The reload was reconnected to the adapter but it would still not fire. The device operator changed to a different reload to use with the powered handle without incident. No other adverse events were reported.